Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the "battery life" issue was not duplicated during the investigation. The review of the black box data showed no evidence of short battery life. Eaw 177 (low battery warning) was observed in the black box through normal battery usage. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The pump electrical current draws measured within specifications. Upon removal of the pump case, no evidence of moisture or loose components was noted inside the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. The cartridge compartment was cracked in the thread area. The cartridge cap was able to be fully secured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.